Manufacturer narrative:
(B)(4). The patient's weight was reported as (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid drain solution. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event the same day as onset. On an unreported date, the patient began treatment with unspecified "curing therapy" (dose and frequency not reported) for the peritonitis event. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. It was reported during hospitalization the patient's drain solution was "getting pure". The caregiver was retrained on prevention and caution for peritonitis. Physioneal therapies were ongoing. Additional information was unable to be obtained.